Manufacturer narrative:
Lot #, part #, UDI #, 510k: the following products were used in the surgery: cervical fusion devices: product ID: 9790023, lot# unk, 510k: k042922, UDI# (B)(4), qty: 1. Product ID: 9790313, lot#: unk, 510k: k042922, UDI# (B)(4), qty: 4. Product ID: unknown rod, lot# unk, qty: 2. Lumbar fusion devices: product ID: 2991232, lot# h10j1698, 510k: k073291, UDI# (B)(4), qty: 1. Product ID: unknown set screw, lot#: unk, qty: 6. Product ID: unknown screw, lot#: unk, qty: 6. Although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. Implant dates: on (B)(6) 2005: cervical fusion (month and year valid ); on (B)(6) 2011: lumbar fusion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient itself that the patient underwent cervical fusion surgery in (B)(6) 2005 due to some unknown reasons. Po st-op, the patient has had pain in neck, jaws, allergies etc ever since the surgery. 6 weeks after the surgery, the patient started tasting metal all the time. Allergies started about a year and a half later. Pain in neck started about 1 month after the allergies started. Patient suspects that it¿s the implanted devices causing the issues. He said that the blood/allergy tests show that he¿s allergic to cobalt, nickel, iron and zirconium. Later the patient underwent lumbar surgery as well on (B)(6) 2011. On (B)(6) 2011: the patient was presented with following pre-op diagnosis: neurogenic claudication, spondylolisthesis, lumbar stenosis. He underwent following procedures: inferior laminectomy of l2 and decompression; l3 laminectomy and foraminotomy; l4 laminectomy and foraminotomy; l5 laminectomy and foraminotomy; l3-4 posterolateral arthrodesis; l4-5 posterolateral arthrodesis; l4-5 posterior interbody arthrodesis; segmental instrumentation using screws; interbody device l4-512 x 32 mm cage; local bone graft harvest preparation. Post-op symptoms: fatigue, allergy type (running nose, watery eyes, sneezing, coughing, sore throat, pain in throat). Patient after his back surgery had back pain.